Event description:
Patient had a blood culture collected using the bd bactect blood culture procedural tray 1. Subsequent to the blood collection, the patient experienced an allergic reaction that required medical intervention, administration of steroids.